Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 6 months post implant of this 22mm pulmonary valved conduit an echocardiogram showed moderate conduit stenosis along with increased gradients. Approximately 7 months later another echocardiogram was performed which continued to show increased gradients, moderate stenosis and severe pulmonary insufficiency. The valve was successfully replaced valve-in-valve. No additional adverse patient effects were reported.